Event description:
It was reported that the patient fell about 2 weeks prior to this report and had pain at the spinal cord stimulator (scs) battery site. She thought the battery may have moved following the fall. The patient was applying heat and cold packs to the battery site. It was noted that she was still getting effective therapy but had turned the stimulator off until the pain at the pocket went away. Follow-up was performed to determine if the patient had turned therapy back on, if the pocket pain had resolved, if any interventions had occurred, and what the patient outcome was. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n495734, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).